Event description:
According to the reporter: during the case, the clip applied cut the vessel but did not deploy a clip. The surgeon had to spend extra time to repair that area. The surgeon opened another clip applier. There wasn't excessive blood loss, but it did extend operative time by more than thirty minutes.

Manufacturer narrative:
(B)(4).